Event description:
The patient reported that they had been in the hospital and working with their doctors. Their device was not working and it was moving around causing them a lot of pain. This issue had been going on since (B)(6). They did not know why the device quit working. The patient was not feeling any stimulation. It was noted that they had fallen several times in (B)(6) and they thought that affected the device. They patient had a cat scan performed and they did not find any loose wires. The implantable neurostimulator (ins) hurt and slid around in the pocket. The ins would hit the patient's pelvis and it was "just about to kill her". When it hit their pelvis it hurt the worst. This issue had gotten worse. This issue had been present since their first implant and the second implant was put in the same pocket. It was noted that it made a good pocket at implant. The ins would move around when the patient was in different positions such as sitting or lying. They had tried to reprogram their device over the phone but couldn't so they wanted to meet with a manufacturer representative to have their device reprogrammed. The patient was implanted for post lumbar laminectomy syndrome and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.